Event description:
It was reported that during a follow up in clinic, oversensing of noise and myopotential oversensing was noted on the right ventricular (rv) lead resulting in pacing inhibition and the patient experiencing dyspnea. A revision procedure was performed and the rv lead was capped and replaced. The patient was in stable condition.